Event description:
The customer initially reported that the device would no longer open. The device was not on tissue when this occurred. There was no pt injury. The incident device was returned and a visual inspection revealed that approx 0.5mm of the knife blade was missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. Add'l questions in regard to the incident have also been asked. When the device eval is complete, a f/u report will be submitted.